Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4041, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported there was a suspected atrial under-sensing during recorded episode. It was also noted that the lead exhibited intermittent atrial capture. The lead remains in use.